Manufacturer narrative:
Product analysis:the device remains implanted, therefore no product analysis can be performed.conclusion: without return of the device, a conclusive cause cannot be determined. A supplemental report will be filed if additional information is received. The patient weight was unable to be obtained. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged as the delivery catheter system (dcs) was being withdrawn from the annulus. The device was left implanted in the ascending aorta. Subsequently, a second transcatheter bioprosthetic valve was successfully implanted. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.